Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted total benign hysterectomy surgical procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the endowrist one vessel sealer stopped sealing the patient's tissue. There was no report of patient harm, adverse outcome or injury. Multiple follow up attempts to gather additional information have been made, however, no additional information has been received as of date of this report.